Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
This pi is for patient 5 of 10. Surgeon reported he is experiencing a high complication rate with patients whose primary procedures were mako procedures. The nature of the 10 cases is unknown at the time of report. Complications reported include effusions, pain, stiffness, possibly requiring 'scopes' and/ or poly exchanges. The nature of intervention for each of the 10 patients is unknown.